Event description:
Additional information was received indicating that the device was reprogrammed.

Event description:
During a remote follow up, post paced t wave oversensing was observed on the device. Technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.